Manufacturer narrative:
Correction: b5 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined, as the device was not returned to olympus. The reported issue was related to the facility¿s oer-3 automatic endoscope reprocessor and not applicable to the scope. Olympus will continue to monitor field performance for this device.

Event description:
The event was not caused by the scope; however, the olympus elite endoscope reprocessor (oer-3) was used when the scope was reprocessed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause was not identified. It was confirmed that there was foreign material, the specific material could not be identified and the cause of the material remaining in the device could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that the panel on the left side of the oer-3 overheated, causing a burning smell on the evis lucera elite gastrointestinal videoscope. The field service engineer (fse) checked the inside of oer-3, it was found that there was a hole in the binding part of the detergent tube closest to the washing tank. It was reported that the oer-3 was operating while the liquid was leaking from there. There were no reports of patient harm or impact associated with the reported event. This report is linked to patient identifier: (B)(6).